Event description:
It was reported that at the time of venipuncture, when the professional pressed the needle retraction button, it locked and did not work. Venous access removed so as not to cause harm to the patient. What is the damaged quantity, referring to the technical complaint? One unit, so far. Is the damaged product/item available to be picked up by the warehouse? Yes

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.